Manufacturer narrative:
(B)(4). Batch # r5755f. Investigation summary: the cartridge was received with the right prox pan hook and middle pan retention feature detached. Sled in the home position. Reset mark present. One double driver displaced on the right side, middle of the cartridge body. All staples present. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, it was noticed upon opening the gst60w reload, that the metal pan (tray) was not fully engaged and partially out of groove placement. Load was removed from sterile field and not used. No patient consequence.